Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope displayed scope communication error (e315) and (b30) messages. Despite our efforts, no additional information could be obtained about this event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of e315 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely e315 error occurred due to mishandling by the customer or aging. However, a definitive root cause could not be determined. In addition, based on the results of the investigation for b30 error, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely b30 error occurred due to mishandling by the customer or aging. The following events were also found, but have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Image guide (ig) bundle has a stain, ig bundle has significant breakages. Due to corrosion on scope device identification (ID) cable, scope ID is not displayed. Acoustic lens is damaged. Cover glass has a scratch, lg lens has stain, lg-bundle has breakage. Bending section cover is pinched. Bending tube is damaged. S-connector is damaged. Connector case is damaged. Usc case has discoloration. Cover in uc connector has corrosion. Control unit has discoloration. U-mount has discoloration. Ud plate has discoloration. Ig-cover, ig-holder, ig-mount vr center joint has corrosion due to water leakage. S-cover plate is detached. Ccd unit (hybrid)·circuit board unit in s-connector, el-fpc unit ultrasonic connector. Cable unit has corrosion due to water leakage. Universal cord has corrosion due to water leakage. Due to damage on cover of ultrasonic cable, the insulation resistance between evis and us. The phenomenon can be prevented by following the descriptions found in the instruction manual(version 2) below: " if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage." Olympus will continue to monitor field performance for this device.